Manufacturer narrative:
Additional information: g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be determined.

Event description:
During the electrophysiology diagnostic procedure the workmate claris ep screen was not functioning resulting in cancellation of the procedure. Connecting the cable directly to the computer did not resolve the issue. A video card issue was concluded to be the issue. The procedure was ended with no patient consequences.